Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Inlexa 7 dr-t df-1: upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 66 months and 36 charging cycles were recorded to the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel as well as partially in the atrial and far field channel, leading to four charging cycles. Therefore, a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel as well as partially in the atrial and far field channel. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. Linox sd 65/18: the lead was found fragmented upon receipt. It was cut 11 cm distal to the is-1 connector pin. The proximal lead fragment and the distal lead fragment with inserted explantation tool were available for analysis. The analysis of the lad showed a rubbed through insulation 12 cm proximal to the lead tip. This damage can be considered the root cause of the clinically observed oversensing. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Furthermore deformations of both shock coils were found which most likely occurred during the extraction procedure. In conclusion, the analysis of the lead showed a rubbed through insulation on the distal lead fragment which most likely occurred due to interaction with a nearby lead. There was no indication of a material or manufacturing problem.

Event description:
This rv lead was explanted due to elevated rv lead impedance and noise. No adverse patient events were reported. Should additional information be received, this file will be updated.